Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that stimulation suddenly stopped working that day. Patient stated that they began experiencing severe pain in the feet and legs. Patient reported attempting to move and walk around, which temporarily relieved the pain; however, after a few minutes, the pain returned. Agent reviewed information. Patient stated they will try to switch group. Agent redirected patient to hcp and mdt rep.